Event description:
A pt reported blood glucose results of "14.7mmol/l" and "8.2mmol/l" with a lifescan in april 2003, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.

Event description:
A pt also reported blood glucose results of "20.0mmol/l" and "14.9mmol/l" with a lifescan meter in april 2003, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.